Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple new cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy.